Event description:
It was reported that the subject device had connection problem and the image flickered often or no picture at all. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d4, d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: deterioration of cable unit and water tightness was lost. A root cause could not be identified. Based on the results of the investigation, its is likely the following led to the malfunction. Due to deterioration of cable unit, water tightness is lost. The most probable cause of the malfunction is traced to component failure.

Event description:
No additional information received from customer.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: cause linked to device but unable to trace more specifically. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.